Manufacturer narrative:
Pump passed rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump passed all operating currents tested with in the specified range and passed off no power test. Pump passed self test and unexpected restart error test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for a reason that was not reported by the customer.